Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was incorrect; cause was not known. Tandem technical support successfully guided the customer through adjusting the date on the pump. There was no reported adverse impact to the customer's blood glucose level.